Manufacturer narrative:
If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead was surgically abandoned as a result of fracture. There were no reported adverse patient effects associated with this clinical observation.